Manufacturer narrative:
(B)(4). The customer reported the device failed to charge for the defib. Test segment of the user initiated operational check (opcheck). There was no patient involvement. The philips customer repair center (crc) evaluated the device. The crc confirmed the stated problem. The device displayed the charge/shock equip malfunction inop. The device failed to charge for the defib test segment of the opcheck, failed to charge the defibrillator circuit for manual defibrillation testing and failed manual (monitor mode) pacing testing. The therapy pca was replaced to resolve the malfunction. The device passed all performance assurance tests and was returned to the customer.

Event description:
The customer reported the device failed to charge for the defib test segment of the user initiated operational check (opcheck). There was no patient involvement.